Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (acd) received a medwatch report which reported the following information: a customer reported an alarm issue with the adc application in use with a galaxy s22 ultra with the android 13 operating system. Adc contacted the customer who reported encountering a signal loss issue however, they got assistance for the reported issue and no further information was provided. There was no report of self-treatment or third-party medical treatment intervention for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (acd) received a medwatch report which reported the following information: a customer reported an alarm issue with the adc application in use with a galaxy s22 ultra with the android 13 operating system. Adc contacted the customer who reported encountering a signal loss issue however, they got assistance for the reported issue and no further information was provided. There was no report of self-treatment or third-party medical treatment intervention for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported signal loss. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.